Event description:
A malfunction alarm with code malf 12 was reported, and there was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, with instructions provided on how to perform the reset. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump without issue.